Event description:
(B)(4). I had surgery to remove the coils and the right coil was sticking outside of my tube! I have pictures from my doctor.

Event description:
Very heavy bleeding during periods now (had light periods before essure device was placed) cramping, headaches, weight gain, dizziness.